Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the intermediate and distal coils. The distal coils were stretched out (unraveled) for a length of 13.5 cm. The very end of the coils were mangled and clumped together for a length of 8 mm. There was no tip ball visible, there was a separated coil visible in the mangled clump of coils. The core and shaping ribbon were visible and intact, there was 2 cm of shaping ribbon visible and 3 cm of core visible. The very end of the core was bent. There were offset/overlapped intermediate coils 3, 2 and 1 cm proximal to the center solder. No other damage was noted. This was sent to the lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem (scanning electron microscopy) analysis indicate that the device shaping ribbon was subjected to excessive tensile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to tensile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case from the incident description, it appears that the guide wire was trapped in the anatomy. The forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire which fractured. The reason for the guide wire tip entrapment is not described in the incident, but overall, the guide wire failure does not appear to be manufacturing related based on the sem result. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring/removal of separated guide wire. Device issue: guide wire separation. It was reported that upon accessing the lesion in the rca, the guide wire did not look right and as it was removed, the coils were "unraveled." The physician used a snare device, going distal to the guide wire, and then removing the guide wire from the patient. No patient effects were reported. No additional event or patient information is available.